Manufacturer narrative:
The lot number for the device was reported and the device was returned for evaluation. The device history record is under review and the evaluation is currently under way.

Event description:
It was reported that the pta balloon would not fully deflate after the first inflation in an a/v graft. The balloon catheter and sheath were removed together as a single unit without incident. There was no reported pt injury.